Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s freestyle libre 3 plus continuous glucose monitoring (cgm) sensor was connected to the libre application but not to the ilet, and the system indicated the sensor was already in use by another device. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included user inconvenience that required replacement and re-pairing of the cgm to enable ilet connectivity. User support included customer support troubleshooting and user education, confirmation that the active sensor was paired to a different device, and guided pairing of a new sensor to the ilet. Investigation of this case revealed that the cgm connection limit prevented pairing to the ilet, consistent with a use-related connectivity conflict between the sensor and multiple devices. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing to another device.